Event description:
Cormet revision after approx 6 years 11 months due to armd.

Manufacturer narrative:
(B)(4). Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records cannot be reviewed at present since no data has been provided on either the femoral head or acetabular cup components. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. The submission of this report does not constitute an admission that the distributor, MFR, or product caused or contributed to the event.